Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was damaged and would not interrogate cardiac rhythm devices. It is expected that the programmer and radiofrequency (rf) head will be returned for servicing. No patient complications have been reported as a result of this event.